Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had early elective replacement indicator (eri) due to high left ventricular (lv) outputs. The chronic high lv lead thresholds may have been due to suboptimal anatomy or the lead may have moved post implant. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).